Manufacturer narrative:
Batch review performed on 28 december 2021: lot 1909417: (B)(4) expiration date: 2024-11-20. No anomalies found related to the problem. (B)(4).

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the poly almost 2 months after primary. The surgery was completed successfully.